Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #1) used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device #1). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for repair of an incisional hernia. A composix mesh (device #1) was implanted to repair the hernia defect. On (B)(6) /2005: the patient underwent additional surgery to repair of a ventral hernia. A bard flat sheet (device #2) was implanted to repair the hernia defect. As alleged, patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and continues to suffer from chronic pain, as well as psychological stress and depression due to the alleged defective composix mesh (device #1) and bard flat sheet (device #2).